Manufacturer narrative:
This MDR is being submitted retrospectively because the reported event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
Customer reported: "pump is delivering large amounts of air (air bubbles) without alarming. Rate is 31 ml/hour, dose set at 1000 ml. Patient's mother is removing excess air from the bag, however, at times, large air bubbles enter the tubing during feeding and there is no alarm." (B)(4).